Event description:
It was reported that this left ventricular (lv) lead was explanted due to an infection. The whole system was removed, and it was successfully replaced. No additional adverse patient effects were reported.